Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal delivery attempt. The customer's blood glucose was 211 mg/dl. The insulin pump was reportedly not exposed to a strong magnetic field. The device will not be returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.